Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the sutures of two proglide devices were successfully pre-placed in a right common femoral vein via a 6f sheath prior to an electrophysiology (ep) ablation interventional procedure. The sheath was upsized to a 10f and the ep ablation interventional procedure was completed. Reportedly, a suture break occurred with both proglide devices when advancing the knot. Two additional proglide devices were deployed and successfully achieved hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.